Event description:
It was stated that the customer was hospitalized for low blood glucose readings. The blood glucose reading was 62 mg/dl at the time of the call. It was stated that prior to the hospitalization, the insulin pump was alarming during the manual prime. The customer connected to the infusion set and continued to prime. It was stated that half of the insulin in the reservoir was delivered into her body as a result. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.